Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, x-ray imaging was performed and confirmed dislodgement of the left ventricular (lv) lead. The lv lead was capped. The patient was stable.